Manufacturer narrative:
This supplemental report is submitting to correct "device product code".

Manufacturer narrative:
Omsc performed the following and confirmed the subject uhi-4 was operated normally without the power failure. Omsc insufflated to the model simulating the human body for 6 hours 3 times. The subject uhi-4 was operated for an hour under the conditions of a temperature of 40 degrees and a humidity of 30%. The subject uhi-4 was operated for an hour under the conditions of a temperature of 10 degrees and a humidity of 30%. Omsc investigated the subject uhi-4 and found the following. There was no abnormality on the output voltage of the power supply unit in the subject uhi-4. There was no abnormality on the operation of the pressure sensor in the subject uhi-4. The error message 03 was recorded in the subject uhi-4. The error message 03 is recorded when an abnormality on the pressure sensor is detected. The uhi-4 was performed the following three controls when the error message 03 was recorded. Sound an alarm. Turn off the front panel display. Disable an operation. Based on these investigations, omsc surmised this event occurred by the following factor. Although there was no abnormality on the operation of the pressure sensor, the error message 03 was recorded. It might be caused by the following two etc. Because omsc could not identify the route cause on account of no abnormality on the subject uhi-4 found and no reproduced phenomenon found. The error detection circuit mounted on the main board was functioned mistakenly because the temporary abnormality occurred in the electrical signal to the error detection circuit for unspecified reason. The error detection circuit was functioned because the abnormality on the quantity of supplied gases was occurred by the malfunction of the manifold unit. The user recognized controls caused by the error message 03 as the state which the power of the subject uhi-4 was turned off. If significant additional information is found, this report will be supplemented.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp.(omsc) for evaluation. Omsc repeated the cycle 100 times which consists of turn-on and turn-off, but the phenomenon was not reproduced. Omsc insufflated to the model simulating the human body for 3 hours, but the phenomenon was not reproduced. Omsc will continue the investigation about this event.

Event description:
During ldg, the subject uhi-4 was turned off suddenly. The user tried to reboot the subject uhi-4, but the phenomenon occurred three to four times. The user replaced the subject device with a spare device, and completed the procedure. There was no report of the patient¿s injury regarding this event.